Event description:
It was reported that during a pump implant procedure, the two transparent strain-relief sleeves were found missing when the package of the catheter was opened. The physician decided not to open another catheter package. The physician used a handmade strain relief tool to cover the connection between the catheter and the pump connector. The patient outcome was noted as ¿ok and receiving drug.¿ the pump was being used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot# 0205279419, implanted: 2011-(B)(6), product type catheter product ID 8709sc, lot# 0205279419, implanted: 2011-(B)(6), product type catheter. (B)(4).